Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call the customer's insulin pump alarmed motor error multiple times. The customer did not provide their blood glucose value at the time of the incident. The customer reports the motor error alarms occurred during bolus and basal. The customer reports the drive support cap appears normal. The customer declined to continue troubleshooting motor alarm and did not continue the call. The insulin pump will not be returned for analysis.